Event description:
It was reported with the use of the bd perfusion¿ syringe w/needle there was an issue with the cannula breaking off and the connecting syringe breaking off when drawing the drug. The plunger leaks as well.

Manufacturer narrative:
The following field has been updated due to additional information: describe event or problem: it was reported with the use of the bd perfusion¿ syringe w/needle there was an issue with the cannula breaking off and the connecting syringe breaking off when drawing the drug. The plunger leaks as well.

Event description:
It was reported with the use of the bd perfusion¿ syringe w/needle there was an issue with the cannula breaking off and the connecting syringe breaking off when drawing the drug. The plunger leaks as well.

Manufacturer narrative:
H.6. Investigation: one used sample was returned to our quality engineer team for evaluation. Upon visual inspection of the product, it was verified the needle was broken. No damage or manufacturing defect was observed in the syringe tip that could have contributed to the reported issue, no leakage was identified in the syringe or through the stopper. A device history review did not reveal any quality issues or non-conformances during the product of reported lot 1811208 related to the reported incident. The needle for this product is manufactured at bd fraga. Their investigation of this issue determined the broken needle may have occurred as a result of improper placement of the hub into the hub feeder. If not placed correctly or an unanticipated movement takes place, damage may occur that results in breakage during use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd perfusion¿ syringe w/needle there was an issue with when drawing medication the cannula breaks off.